Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no nonconformance from the manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The device is not returned.

Event description:
Information indicates that the ipg was replaced on (B)(6) 2025. Therapy was confirmed post op.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the ipg was explanted and replaced.